Event description:
During eye surgery the tip of an instrument broke off in the pt's eye. The tip may have come in contact with the phaco tip, which is an ultrasonic vibrator. The hosp staff is not sure.